Event description:
A dissection occurred during implantation of a 2.75mm diameter x 12mm length resolute integrity rx drug eluting stent in the prox lcx of a patient and another resolute integrity stent was used to treat the dissection. No further complications were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection). (B)(4).